Event description:
Customer reports a lv5 infusor containing morphine hydrochloride and saline to a total volume of 240ml overinfused over 38 hours. Customer reports no pt injury as a result of report.

Event description:
Customer reports an lv5 infusor containing morphine hydrochloride and saline to a total volume of 240ml overinfused over 38 hours. Customer reports no pt injury as a result of report.